Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition (condition of returned device): a pipeline flex embolization device and phenom-27 catheter (model: gf15150-0615-1s, lot: se21-033) were returned for analysis within a shipping box and within a sealed tyvek biohazard pouch. The inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. Visual inspection/damage location details: the phenom-27 catheter total length was measured to be ~158.7cm (reference 156.5cm). The phenom useable length was measured to be ~152.2cm which is within specification (specification: 150.0cm ± 5cm). Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be flattened at ~2.8cm from distal tip. No damages were found with the distal tip. The phenom catheter was flushed, and the pipeline flex tip coil exited distal tip. The pipeline flex assembly was not returned. The dps sleeves were found to be damaged. No damages were found with the tip coil. Due to the condition in which the braid was returned, the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. The middle section of the braid was found to be damaged. Braid end 2 was found to be collapsed and frayed. No other anomalies were observed. Testing/analysis (including sem reports): the phenom-27 catheter was flushed; water and the pipeline flex tip coil exited distal tip. An in-house 0.026¿ mandrel was inserted through the phenom catheter proximal segment, through the phenom catheter distal segment and exited the distal tip without issue. Conclusion: based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ was confirmed; however, the root cause could not be determined. The returned pipeline flex dps sleeves and braid damages (frayed) are indicative of high force used. It is likely the damage occurred when the customer attempted to advance the pipeline flex through the phenom catheter against the reported resistance. Possible contributor for resistance is lack of continuous flush during delivery. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance during delivery issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline had resistance in a phenom catheter. During the surgery, went through the shapeable microcatheter to deliver the blood flow-directed dense mesh stent, it could not be pushed. After trying many times without success. The stent push rod remained in the shapeable microcatheter, withdrew at the same time. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery c6 segment. The max diameter was 4mm. The neck diameter was 4mm. The distal landing zone was 3.5mm. The proximal landing zone was 4mm. The vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 7mm. Dual antiplanet therapy was administered. Pru level was normal. No symptoms were reported. Additional information received reported the resistance with the pipeline occurred at the distal end of the phenom catheter. There was no noted damage to the pipeline pushwire or the phenom catheter.